Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had issues with blood glucose value and pump error. Customer¿s blood glucose values were below 100mg/dl and one day it was 505mg/dl. Customer also had blood glucose values between 300mg/dl to 500mg/dl. Customer stated that they were not able to rewind the pump. Customer declined to troubleshoot for high blood glucose value. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor movement or negligible movement error during rewind due to jammed motor gear box. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement or negligible movement error.